Event description:
Plaintiff's lawyer reported that patient allegedly was implanted with a cl medical I-stop (lot unknown, ref. No. Unknown). Patient had another surgery for pop. Patient complained about pain, erosion, additional surgeries, infections.